Event description:
It was reported that there was a leaking line on the filter. No patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. A functional test was performed and the reported issue was duplicated. Leakage was present in the air vent. It was determined that the most probable cause was due to using solutions that contained high levels of surfactants. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).